Manufacturer narrative:
The inserts was inspected and tested and was found to be 100% clogged. The insert was taken apart and found to have a broken c-clip. The insert also appeared to have some metal shavings in the edm hole clogging the insert. The insert was unclogged and very small debris appeared to be metallic appeared on the white paper towel. The insert was not tested for temperature due to no water flow. In conclusion the complaint for the insert getting hot was caused by metallic debris.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert-fg insert, the insert gets very hot; no injury resulted.